Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses, and that a cartridge alarm (alarm 22) occurred after the pump was submerged in a hot tub. Customer's blood glucose level was 154 mg/dl. The customer applied more force to the wake button to resolve the issue.